Manufacturer narrative:
Based on the reported issue the customer decided to scrap the unit.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in pueblo, colorado. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler 3t system displayed an error message on patient side related to stirring mechanism blocked or too slow. The issue occurred during procedure.there was no patient injury.

Event description:
See intial report.

Manufacturer narrative:
The system was shipped back to livanova arvada to be scrapped. According to information, not confirmed, the coolant has started to leak into the water tanks. Since the unit is to be scrapped, no further service intervention has been conducted. A device service history review was conducted and identified that the unit was manufactured in 2022 and no other similar events have been reported. Based on the information collected, it is reasonable to assume that the cause of the event is a premature failure of the cooling system. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.